Event description:
It was reported that the subject device gave an communication error message prior to use for diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. The customer allegation was confirmed. An e224 communication error occurred and was due bad cable unit. A device history record review was completed, and no issues were identified. The most probable cause of the complaint is cause traced to component failure which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device.